Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 279 mg/dl at the time of incident. Customer stated that the insulin pump was not responding to any button press. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.